Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a fellow up report will be submitted.

Event description:
It was reported that the device provided inaccurate pi values. Customer reported jumping (high and low) pi values. Customer did not know if it is from sensor, device or cable. There were no known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.